Event description:
It was reported that the user experienced repeated occlusion alarms on the ilet bionic pancreas while using a steel contact detach infusion set, which ultimately resolved after a supply change and successful tubing fill with visible insulin drops; blood glucose remained unaffected. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention or hospitalization. User support included engineering log review and troubleshooting with supply replacement and site management education. Investigation of this case revealed that the alarms were consistent with infusion set or tissue-related resistance causing pressure on the delivery mechanism, with resolution after changing supplies and guidance to rotate to a new body site. It was concluded, based on previously established findings for similar reports, that the cause was infusion set and insertion site factors rather than a device malfunction.